Event description:
When the endocath was deployed, the bag came apart from the holder. The diaphragm was found to have a hole and was repaired with an additional procedure. Device was used during surgery.